Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted on (B)(6) 2013 and the health care provider had a difficult time implanting the lead. The health care provider requested MRI guidelines in order to rule out hematoma. It was further reported that the patient was hospitalized due to post-op pain in legs; from bilateral knees to feet. It was noted that the patient experienced spasm as well. It was reported that an MRI was performed. Patient¿s status was reported as alive with injury at the time of the report. It was further reported that the patient had stimulation in the wrong location. It was noted that the lead was being repositioned at the day of the report.

Manufacturer narrative:
(B)(4).